Manufacturer narrative:
B5- date of surgery added. D6b - date of explant- added.

Event description:
It was reported that patient experienced an auto accident. Post the accident patient experienced pain at the ipg site. X-rays revealed that leads also migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire scs system was replaced and the pocket site was relocated resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number : 1627487-2021-17105, 3006705815-2021-04655. It was reported that patient experienced an auto accident. Post the accident patient experienced pain at the ipg site. X-rays revealed that leads also migrated. As a result, the entire scs system was replaced and the pocket site was relocated resolving the issue.